Manufacturer narrative:
Section d10 - concomitant medical products: lead - sn# (B)(6), cat# 3008 lead - sn# (B)(6), cat# 3008.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate stimulation. Troubleshooting was performed, including multiple reprogramming attempts, and x-ray imaging was obtained to confirm a lead migration. A revision procedure was completed and both anchors and leads were replaced.